Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with no delivery alarm. The customer states they attempted to change set and received the no delivery alarm. The customer switched to a different reservoir, and it seemed to have resolved the issue. The customer's blood glucose level at the time of incident was 113mg/dl. The reservoir is being returned for analysis per customer's request. The customer is being sent out replacement.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.